Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running performance verification test and then running the ventilator on a test lung. The customer reported to have followed the tse instructions and that all tests passed. Covidien was not authorized to repair the device.

Event description:
It was reported that, while in use on a patient an 840 ventilator generated a circuit disconnect diagnostic message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.